Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 60.6cm from the hub. The fracture faces were oval as if kinked prior to separation. The shaft is damaged. Using an inflation device, the balloon inflated, held pressure for 5 minutes and correctly deflated. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, balloon failed to inflate as there was a pinhole noted on the balloon material. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, balloon failed to inflate as there was a pinhole noted on the balloon material. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.